Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the right ventricular (rv) lead demonstrated noise oversensing, which resulted in pacing inhibition and high ventricular rate episodes. During the rv lead extraction procedure, the left ventricular (lv) lead became dislodged. Both the rv and lv leads were subsequently explanted and replaced. The patient remained stable throughout the procedure.